Event description:
It was reported that the custom sizer was made for customer. Upon review the stylus did not seat due to excessive material on sizer. Also noticed that the wrong side was stamped for the sizer. Overall this device was not functional and unable to be used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.